Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported when attempting to create a corneal flap during a lasik procedure, there appeared to be fluid between the cornea and the patient interface. Reporter indicated when attempting to lift the flap a central portion was not as deep as the rest of the flap. The flap had the appearance of a button hole. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Regarding this event during onsite visit the tm (territory manager) was unable to reproduce customer complaint. The tm replaced the z-scanner as a preventive measure and tested with no issues. The tm performed full system verification to specification. The patent data review shows a bubble appearance between hinge and central flap position. The area of the bubble could show a separation of the epithelium from the bowman's membrane, and could describe the button hole effect as reported. Based on the provided data the reason for this occurrence is not definable. The root cause cannot be determined conclusively. (B)(4).